Event description:
Procedure type: dixon procedure. According to the reporter: the ppceea didn't cut properly. The surgeon changed to a new unit of the device to finish the surgery. Additional info provided stated that due to the incomplete resection, the doctor had to cut the tissue that was stuck to the faulty device. Then doctor used a new device, put the anvil on the tissue and closed it to perform the anastomosis.

Manufacturer narrative:
(B)(4).